Event description:
It was reported that there was some resistance on advancing an unknown xience and it would not cross. The hypotube broke into 2 pieces outside of the patient. The device was easily and completely removed without intervention. Another like device was used and the case was successfully completed. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Hypotube (proximal shaft) detachments are often the result of ductile overload (material stress/fatigue). Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause a separation. Although no anatomical information is available, failure to cross can be influenced by many factors and are not generally associated with a product quality deficiency. It is possible that there may have been challenging anatomical conditions which contributed to the failure to cross and subsequently may have resulted in kinking of the sds proximal shaft. Further handling during removal could have resulted in the shaft separation. Although a conclusive cause can not be determined, there is no indication of a product quality deficiency. The lot history record review and similar incident query for this product was not performed because the part and lot number was not reported and the product was not returned for analysis. To help ensure this type of damage is not the result of a manufacturing deficiency, profile dimensions are confirmed by visual and dimensional checks and visually inspected for kinks and damage on the manufacturing line before release.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The lot number was not identified; therefore, a device history record review will not be performed. A follow-up report will be submitted with all relevant information.